Event description:
It was reported that loss of capture in rv lead was observed. During the revision, the physician noted that the lead is advanced in the myocardium tissue (perforated). The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.